Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and chest pain. The right ventricular (rv) lead exhibited oversensing and historically high pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.